Event description:
Tech alleged the brakes are not holding. No pt impact.

Manufacturer narrative:
The tech found a buildup on the break casters. The tech cleaned the brake casters and adjusted them to resolve the issue.